Event description:
A medwatch was received that indicated the handpiece was activated when the footpedal depressed. The customer was contacted and indicated when they stepped on the footpedal to activate bipolar, the monopolar activated causing a burn to the pt's thigh. The customer was contacted again on 1/7/2003 and indicated the pt's burn required excision, but pt is doing fine now. The generator will be tested by a third party.